Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the inflation syringe was not received. The circular seal for the trocar balloon was disengaged and not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks was detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a secondary condition of disengaged circular seal on the dissector balloon that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal inguinal hernia repair, the balloon has a hole, did not inflate and leaked gas. A new device was used to complete the case. No injury.